Manufacturer narrative:
Visual inspection of the product as returned has confirmed that the screw has fractured along the threads.visual inspection in comparison to the drawing did not provide indication of a manufacturing deviation that would contribute to this event. Although a definitive cause has not been determined, the occurrence of similar events will continue to be monitored.

Manufacturer narrative:
Not returned to manufacture.

Event description:
Dr. Indicated the screw fractured. Doctor was able to recover the broken screw from implant.